Manufacturer narrative:
H4: the lot was manufactured from october 23, 2020 - october 26, 2020. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a small amount of fluid inside a bag which suggested leak may have occurred. Further inspection was performed which revealed a slow leak coming from the solvent-bonded junction of the tubing line and the stressmember located at the upper area of the device. The tubing insertion depth was found to be inadequate (not deep enough). The reported condition was verified. The cause of the condition was due to assembly error (inadequate tubing insertion depth) during manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was ¿leaking from where the lead was attached to the balloon.¿ the reporter could not visually identify any defects in that location. This was noted during infusion. To address the issue, the patient received a new folfusor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.